Event description:
Elevated blood glucose levels [blood glucose increased]. Pen can only be dialled inaccurately [device malfunction]. Patient dialled e.g. Ten units and pen injected too much or too little [incorrect dose administered by device]. Vertigo [vertigo]. Felt bad [feeling abnormal]. Sweating [hyperhidrosis]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "elevated blood glucose levels" with an unspecified onset date, "pen can only be dialled inaccurately" with an unspecified onset date, "patient dialled e.g. Ten units and pen injected too much or too little" with an unspecified onset date, "vertigo" with an unspecified onset date, "felt bad" with an unspecified onset date, "sweating" with an unspecified onset date, and concerned an (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to device therapy. The patient's height, weight and body mass index were not reported. Medical history included type 2 diabetes mellitus (not reported) and open legs (not specified, non-codeable). On an unspecified date, the patient experienced elevated blood glucose levels (between 300 and 500 mg/dl), vertigo, she felt bad and was sweating during use of novopen 4. Emergency doctor was called and patient was hospitalized due to elevated blood glucose. It was reported that pen could only be dialed inaccurately. The patient dialed for example ten units and pen injected too much or too little. Batch number of novopen 4 was requested. Action taken to novopen 4 was not reported. The outcome for the event "elevated blood glucose levels" was not reported. The outcome for the event "pen can only be dialled inaccurately" was not reported. The outcome for the event "patient dialled e.g. Ten units and pen injected too much or too little" was not reported. The outcome for the event "vertigo" was not reported. The outcome for the event "felt bad" was not reported. The outcome for the event "sweating" was not reported. No further information is available.

Event description:
Case description: investigation result. Product: novopen 4. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following information has been updated: investigation result updated. Manufacturer comment updated. Narrative updated accordingly. Company comment: 13-dec-2018: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary: investigation result. Product: novopen 4. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.